Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 56 mg/dl and carbohydrates were consumed to address the bg level. The contact believed that the customer had over-corrected when a bolus was delivered via the pump. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.